Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported their gums are receding a lot when using the aligners. This has caused mouth wounds that could not heal for weeks. Patient said that they always brushed their teeth twice a day especially before bed. They were trying to let their mouth heal, even wearing the day aligners at night.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.